Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/7/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: is there an indication of how the product was acquired? Through their distributor medline. Was the device used on a patient? If so, was there any patient consequence? No, the tech working the case noticed the scribbling and set it aside. Can you identify the lot number of the product used? On package sent in. Please confirm how many devices are available for product analysis. 1 please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) me the sales rep. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. The artwork prints on the paper lid were compared within the ethicon system, and no anomalies were noted. The paper lid had a piece of tape attached and was scratched with a pen, resulting in foreign matter. Based on the information currently available, a foreign matter issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2025 and suture was used. During set up to a breast case when the package was opened it appeared to be tampered. There were doodles on the packaging and tape on the inside. There were no patient consequences reported. Additional information was requested.